Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead is due to be explanted, on (B)(6) 2014, due to noise. This lead currently still remains implanted.